Manufacturer narrative:
The device was sent to philips authorized repair facility for evaluation. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted, the reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue mx40 1.4 ghz indicating it does not produce sound. The device was not in use on patient at time of event, and there was no adverse event reported.